Manufacturer narrative:
The biomedical engineer (bme) reported that the gf-210ra is getting gas device error when connected to a bedside monitor. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device . Bedside monitor model: bsm-6501a sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the gf-210ra is getting gas device error when connected to a bedside monitor. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the gf-210ra is getting gas device error when connected to a bedside monitor. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gf-210ra is getting gas device error when connected to a bedside monitor. No patient harm was reported. Investigation conclusion: the device was received, cleaned, and decontaminated. Physical inspection confirmed correct model and serial number with no visible damage or signs of fluid intrusion. Initial functional testing could not duplicate the reported error; however, evaluation identified abnormal pump behavior, including low flow performance and excessive noise, with operating hours near the expected service interval. The internal pump module was replaced. Post-replacement calibration and extended functional testing were completed successfully, and the device met all manufacturer specifications. The root cause was determined to be degradation of the internal gas pump due to wear over operational life. Additional device information: d10: concomitant medical device. Bedside monitor: model: bsm-6501a. Sn: (B)(6). Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.